Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform the displacement, operating currents and verify failed battery test, low battery alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery and blank display. The customer¿s blood glucose level was 170 mg/dl.. Customer pump had blank display and got failed battery. The customer was assisted with troubleshoot for failed battery test and the customer stated that pump will not boot up. The customer was also assisted with troubleshoot for blank display and the customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.